Event description:
Investigation revealed a cracked battery compartment at the case seal. The pump¿s cover was removed; there was an intermittent condition found to the cgm module due a cold solder connection to the gold pin. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a cracked battery compartment at the case seal. The pump¿s cover was removed; there was an intermittent condition found to the cgm module due a cold solder connection to the gold pin. There was no reported adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).